Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an issue occurred with an enteral feeding pump. Upon triage on (B)(6) 2018 the service tech found thermal damage on the pcb board.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿the enteral feeding pump would not power on during testing.¿ the unit was triaged, the customer¿s reported condition was confirmed and the service tech found thermal damage on the pcb board. Liquid ingress caused the printed circuit board to corrode, and is the result of customer misuse. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.